Event description:
At the time of event the ventilator was still connected to pt and was working fine. No alarms were going off to indicate malfunction. Pt had good chest rise as well. The family has alleged neither the vent or pulse ox alarmed which caused the pt death.